Event description:
This supplemental report is being filed to remove electric shock from the patient codes as the shock was external, not from the device.

Event description:
It was reported that during the electrode implant procedure, the physician tunneled the electrode through the sternum. The patient went into ventricular fibrillation after the pocket was closed. An external shock successfully converted the patient. An x-ray confirmed the electrode was under the sternum. The physician felt some resistance while removing the electrode. It was successfully repositioned. There were no additional adverse patient effects.